Event description:
The complainant has reported that a female patient diagnosed with pylorus stenosis and malignancy in the surrounding organs underwent a therapeutic placement of a wallflex duodenal stent. This device is not currently marketed or approved for sale within the united states. Our similar product that is marketed is the wallstent enteral endoprosthesis. The stent was successfully placed in 2006. Four days later, the patient presented with acute pain in the stomach. Surgical intervention followed. The patient expired during the surgery. The clinician has indicated that the distal end of the stent caused slight pressure to the duodenal wall which resulted in a perforation. The patient's weakened general condition and disease process were noted as potential for complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.